Manufacturer narrative:
The reported events were lead insulation damage, high capture threshold and blood was observed in the lead. As received, a complete lead was returned in one piece. The reported events of lead insulation damage and blood was observed in the lead were confirmed. Visual examination found blood throughout the lead and the outer insulation was cut/damaged due to procedural damage. The cause of the reported events of lead insulation damage and blood was observed in the lead was isolated to the outer insulation cut/damaged due to procedural damage. The reported event of high capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that high capture threshold was observed on the right atrial (ra) lead. The pocket was opened and blood was observed in the lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure.